Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated the customer reported complaint. The instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. There was a slight delay to the movement output (grip open/close) to what the hand motion was being experienced at the master tool manipulator (mtm). Manual input of the thumb lever also did not move the grip to open and close position precisely. The complaint regarding the jaw not opening after sealing and cutting was confirmed by fa, which indicates that the device may have contributed to the customer reported issue. Additional observation: the housing was removed, and the grip cable was found to be loose at the backend. Fa found the additional failure of a loose grip cable to be related to the customer reported complaint. The customer returned the instrument with the integrated cord cut off.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci assisted surgical procedure, the vessel sealer instrument jaws would not open after sealing and cutting. The procedure was completed using a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked in perfect condition. A esophagectomy was being performed. Sealing and cutting tissue was being performed. Issue did not occur after a fault. Target tissue was the stomach. Yes, the jaws were stuck on tissue when the issue occurred. The grip release slider was used to open the jaws. No other instrument was used. No unexpected tissue removal. No blood transfusions were performed. There was an adverse effect to the grasped tissue, just a bit of coagulation. Only intervention taken was spot coagulation.

Manufacturer narrative:
Based on the claim against the product by the customer noting an unclamping issue, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not been received for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.